Event description:
This procedure was performed in (B)(6). A routine common illiac angiogram on a (B)(6) female was carried out the physician, interventional radiologist, and clinical lead. The patient gave full consent for the procedure despite advanced disease and a history of brittle and calcified lesions. An pta balloon and protégé gps stent were used as the angioplasty alone proved unsuccessful. Once the protégé gps stent was inserted, the protege stent ruptured the artery. The physician then used a covered stent to cover the rupture, but the patient experienced a cardiac arrest, and although vital signs were initially positive, the patient did not survive the episode and was unable to be resuscitated. Additional information from the physician: the stent did not fracture.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should additional information become available, a supplemental report will be submitted. Stent was implanted.